Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia, including a highest fingerstick reading of 470 mg/dl and persistent ¿high bg¿ indications on the ilet, while using an inset 23" infusion set and after changing a cartridge; two separate infusion sites were later found with bent cannulas, and the user disclosed drawing insulin from an approximately year-old cartridge before switching supplies and completing a full supply change with resumed insulin delivery and successful tubing and cannula fills. Symptoms included dizziness and limited balance while still ambulatory. Outcomes included continued self-management without outside assistance or medical intervention, with eventual reduction of blood glucose to 217 mg/dl reported. Investigation included guided troubleshooting, inspection of cartridge delivery via fill tubing only, inspection revealing bent cannulas on removed infusion sets, and user education on infusion site technique and troubleshooting. Investigation of this case revealed evidence consistent with infusion set/cannula occlusion or flow restriction due to bent cannulas and potential reduced insulin potency from aged insulin, while the pump hardware functioned as intended with no malfunction alerts. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user-related infusion set issues and insulin quality, not a device malfunction.